Event description:
It was reported that a 65-year-old female patient underwent a primary breast augmentation with a 550cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was diagnosed mammogram. As a result, the patient underwent explantation on (B)(6), 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 20, 2025, mentor received additional information regarding the replacement device. It was reported that the patient's replacement device was a 595cc mentor memorygel breast implant (catalog number 3507595mc) with serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 22, 2025, the mentor failure analysis lab has received the device for evaluation. On april 28, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the gel siltex mod-rnd 550cc breast implant had parallel lines of shell wear were observed on the anterior view. In addition, a tear was noted on the posterior view extending to the anterior view within the shell wear measuring approximately 11.8 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. The contralateral device was also received (lot number 5578168). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number:(B)(4).